Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: after use of the device for surgery the patient returned with dehiscence of the wound site requiring resuturing of the application site with a competitor product. The exact date and type of the procedure is unknown however the event took place sometime between (B)(6) 2015 and (B)(6) 2016.